Event description:
As reported via the (B)(4) registry, a patient experienced hypotension and an ischemic stroke during the index procedure. At the time of the index procedure, angiography revealed 80% stenosis in the proximal right internal carotid artery. The patient was admitted with episodes of loss of consciousness. Pre-procedure, rankin score was 1 and nih stroke scale score was 0. It was reported that the patient was symptomatic prior to the procedure. The lesion was 15mm in length and mildly calcified. The reference vessel was mildly tortuous and 9.0mm in diameter. There was no thrombus present. A 6mm angioguard rx was deployed beyond the target lesion, and the lesion was pre-dilated. A 9.0 x 30mm precise pro rx was implanted at the target lesion and the lesion was post-dilated with a bsc maverick 5.5 x 15mm balloon at 4atm for 32 seconds. At the time of post-dilation, the patient experienced the neurological deficits of dysarthria, reflex change, and left hemineglect. It was reported that the patient was unable to squeeze with the left hand and unable to answer questions. The patient was diagnosed with an ischemic stroke. The patient also experienced hypotension during the event and was treated with dopamine. Bp stabilized by the end of the procedure, but dopamine was continued until day of discharged. The angioguard was retrieved without debris in the filter basket and the patient left the angiography suite with the neurological deficit. A CT of the brain revealed mild/moderate supratentorial atrophy and chronic ischemia changes with no acute intracranial process.

Manufacturer narrative:
According to a neurologist note, the symptoms resolved four days after the procedure, but it was also reported that there was residual slight aphasia. The discharge note stated that the patient had a mild stroke with evidence of aphasia, apraxia and some gait disturbance and left sided neglect. The patient was discharged to a subacute rehab unit five days after the procedure. The symptoms later resolved concomitant medications included januvia, lisinopril, pravachol, plavix, aspirin, coreg, protonix, amlodipine, and intra-procedure heparin. Additional information will be submitted within 30 days of receipt. This is one of two devices associated with this complaint with associated manufacturer report numbers: 1016427-2012-00099 and 9616099-2012-00399.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, a patient experienced hypotension and an ischemic stroke during the index procedure. At the time of the index procedure, angiography revealed 80% stenosis in the proximal right internal carotid artery. The lesion was 15mm in length, mildly calcified, mildly tortuous and 9.0mm in diameter with no thrombus present. The patient was admitted with episodes of loss of consciousness, pre-procedure rankin score was 1 and nih stroke scale score was 0. It was reported that the patient was symptomatic prior to the procedure. An angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A precise pro rx was implanted and post-dilated with a non-cordis balloon during which the patient experienced neurological deficits of dysarthria, reflex change, and left hemineglect, diagnosed as an ischemic stroke. The patient also experienced hypotension during the event and was treated with dopamine and stabilized by the end of the procedure. The angioguard was retrieved without debris in the filter basket and the patient left the angiography suite with the neurological deficit. A CT of the brain revealed mild/moderate supratentorial atrophy and chronic ischemia changes with no acute intracranial process. The patient's medical history includes hyperlipidemia, smoking, diabetes mellitus, coronary artery disease with > 70% stenosis that has not or cannot be revascularized, and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of two devices associated with this complaint with associated manufacture report numbers: 1016427-2012-00099 and 9616099-2012-00399.